Event description:
The customer reported the device will not turn on and there is no charge indicator. There was no report of patient involvement.

Manufacturer narrative:
The customer reported the device will not turn on and there is no charge indicator. There was no report of patient involvement. This complaint is still being investigates. A follow-up report will be submitted upon completion of the investigation.